Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the batteries were not able to be charged. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per the field service representative (fsr), the user reported that the base was showing '0 minutes' left for battery life and was not switching to alternating current (ac) power when plugged in. The user also stated that after further investigation, they found one of the breakers was pushed in. After toggling the breakers, the base started charging and reached full charge by the end of the day. The fsr toggled the breakers and successfully release tested the unit. She confirmed there was no issue with the battery or charging system. The unit operated to manufacturer's specifications.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.